Event description:
The customer reported that during a sigmoidectomy, the device jaws could not be re-opened and the knife blade did not retract while applied to tissue. The surgeon manually removed the instrument and damaged the pt tissue, which resulted in blood loss of less than 200 cc. The device knife is reported as being exposed from beyond the jaws.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.